Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged ¿pairing with sensor¿ messaging on a dexcom g7 continuous glucose monitor (cgm) and was not receiving notifications; after guidance to toggle settings and re-enter the sensor serial number, the sensor reconnected immediately without a warmup, indicating prior signal loss between the sensor and the responsible device. No adverse clinical symptoms reported. Outcomes included temporary interruption of cgm data availability, with restoration of function after user-led troubleshooting. User support included troubleshooting and education with confirmation of successful reconnection and absence of further alarms. Investigation of this case revealed that the event was consistent with intermittent signal loss; no specific responsible device was identified and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or connectivity related, with product functioning as designed after reconnection.